Event description:
Same case as: 2134265-2008-02921. It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm occurred. The pt presented with unstable angina. The 80% stenosed lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x12 maverick balloon, inflated to 13 atm. The physician deployed a 2.75x28mm taxus express2 drug eluting stent in the distal portion and a 3.00x32mm taxus express2 drug eluting stent in the proximal portion. Post dilatation was performed using a 3.0x12mm quantum maverick balloon distally and a 3.5x12mm quantum maverick balloon proximally. Final angiography revealed a residual <10% stenosis with timi 3 flow. Medication: plavix, and aspirin. Nine mos post the initial procedure, an aneurysm occurred. Ivus identified a 3.5mm saccular aneurysm at the overlapping stent segment. The physician deployed a 3.5x16mm non-bsc stent. The stent was post dilated with the non-bsc stent delivery balloon. Final angiography revealed a residual <10% stenosis with timi 3 flow. Medication: plavix, aspirin, heparin, nitroglycerin, and angiomax. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.